Event description:
It was reported that during a lap nissen procedure, during assembly of the first handpiece and lcsc5 shears when torquing the threaded portion of the handpiece snapped off inside the lcsc5 shear. Both items therefore had to be discarded. The staff then went on to assemble the second handpiece, with the ace36e shears, it tested fine (gen04) but would not work when inserted laparoscopically into patient. It was disassembled, reassembled, tested again, fired in saline, with bubbles created, but again failed to work when inserted into patient. Case had to be aborted. The hospital had a failure of regular diathermy equipment earlier in the day. The patient had already been prepped, under anesthesia and with trocars placed there were no consequences for the patient. Additional information: the patient did have the procedure was done - (B)(6). Surgeon advised he has habit of pressing min and max at same time which may have been the reason for the device not functioning. This handpiece is a "decommissioned" handpiece from another hospital. The hospital gave the handpiece to the rep for a demo handpiece, as the cable had been cut with a scalpel and was not repairable. As the diathermy equipment had not been working that day, and when during this surgery, the account could not use their handpeice (broke the threaded stud during assembly), the rep brought in this handpiece for use.

Manufacturer narrative:
(B)(4). Refurbished - the internal hand activation wire (with texture) was different from the standard wire used at the current ees manufacturing process. The hand piece was received in good physical condition. Functional testing was limited. The instrument activated with the footswitch. The hand activation did not function. When the handpiece was disassembled, evidence of refurbished activities and component replacement was noted. The internal hand activation wire (with texture) was different from the standard wire used at the current ees manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.